Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead threshold measurements had been somewhat high, but remained stable for the past several years. The physician elected to cap and replace the lead during a recent pacemaker change-out procedure. No patient complications have been reported as a result of this event.